Event description:
In 2008, the pt's mother reported that the pt had been in the hospital for 3 days. She stated that the pt began to feel ill about 4 days prior, and was vomiting. Her blood glucose was elevated to 400 mg/dl. She bolused through her infusion device and later her blood glucose measured "hi" on her blood glucose monitor. When at the hospital the pt's blood glucose measured 700 mg/dl and she was in ketoacidosis and dehydrated. She was given an insulin IV and remained connected to her infusion device. She was prescribed antibiotics due to an infection. About 4 days later, the pt was disconnected from the insulin IV and remained connected to her infusion device. Immediately her blood glucose elevated. The pt and her physician believe elevated blood glucose is due to an infection and not the infusion device. The mother stated that the pt had scar tissue on her abdomen. The pt only uses her abdomen as an infusion site due to a physical impairment that prevents her from twisting to the side. She is unable to use her legs or arms as an infusion site due to the clothing she wears. Later on that day, the pt's physician reported that the pt had been released from the hospital earlier in the day and then returned to the ER. She stated that 4 hours after being released from the hospital the pt's blood glucose began to elevate and she changed her infusion site and insulin cartridge. The pt stated that she then bolused in the air and insulin dripped from the end of the infusion tubing. The pt's physician stated that she believed the infusion device is not delivering insulin properly. The pt's most recent blood glucose reading was 340 mg/dl at 2:15pm and she had headache and nausea. The physician stated that there were 4 small air bubbles in the insulin cartridge. The pt was sent a replacement infusion device. The pt called back in the next day, and stated that her blood glucose had returned to normal and a replacement infusion device was not necessary. She stated that her co-workers are also experiencing dizziness, vomiting, nausea, and fever. She was advised to accept the replacement infusion device. Product was requested to be returned for evaluation.